Event description:
IT WAS REPORTED PRIOR TO USING BD VACUTAINER® ECLIPSE¿ BLOOD COLLECTION NEEDLE, ONE (1) OUTER BOX LABEL DID NOT MATCH THE INNER UNIT BOX LABELS AND THE INNER UNIT BOXES INDICATED THEY EXPIRED IN 2019. THERE WAS NO HEALTH IMPACT OR CONSEQUENCES REPORTED.

Manufacturer narrative:
E1: INITIAL REPORTER FACILITY NAME: (B)(6). THERE WERE MULTIPLE 510K NUMBERS REPORTED TO BE INVOLVED. THE INFORMATION IS AS FOLLOWS: G4: PMA/510(K)#: K982541. A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
It was reported prior to using BD Vacutainer® Eclipse¿ Blood Collection Needle, one (1) outer box label did not match the inner unit box labels and the inner unit boxes indicated they expired in 2019. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation Summary:BD received a video for investigation. The video demonstrates discrepancies between the batch and expiration dates on the exterior packaging compared to the shelf carton packaging. The date noted on the shelf cartons is incorrect.Additionally, differences in the batch number, UDI, manufactured date, and material number are observed. The video shows the packaging being opened and highlights the information on the outside case carton versus the shelf packaging cartons. A review of the device history record indicated a Quality Notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release.This complaint has been confirmed for the indicated failure mode: Incorrect/Missing Label Information. BD has initiated further root cause investigation relating to the issue of Missing/Illegible Print on Shelf Cartons through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.